Manufacturer narrative:
The field complaint of the printer not working was verified. During analysis, the visual inspection revealed broken printer hinges. Broken printer hinges prevent the print head from closing causing print out anomalies. Physical damage is the cause of the anomaly

Event description:
It was reported that the merlin programmer caused shock to the person handling the device. It was noted that there was an issue with the printer as it stopped working. No adverse consequences to the patient.